Event description:
It was reported that during an arthroscopy, the drilling was done with the footprint primer, sutures were placed and impacted to insert it. The knob was turned to position the internal screw, but when it was removed it came out with the sutures, as if the screw had not gone down or did not have it. The device was retrieved from the patient. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole and no void left in the patient the patient's health condition is stable. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging, the insertion device was returned with the actuator bar slightly bent at the distal end, and no suture or implants were returned. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy, the drilling was done with the footprint primer, sutures were placed and impacted to insert it. The knob was turned to position the internal screw, but when it was removed it came out with the sutures, as if the screw had not gone down or did not have it. The procedure was completed with non-significant surgical delay using a back-up device. The patient's health condition is stable. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.